Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no patient harm reported.

Manufacturer narrative:
A getinge filed service engineer (fse) evaluated the unit and verified that the blood did enter into the pneumatic interface module to safety disk. The fse visually inspected the inside of the device and found no traces of blood or fluids. The customer was able catch the blood in the catheter and stop the device before any other damages could occur. The fse replaced the pneumatic interface module and performed all functional and safety test . Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a